Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # pc-b4. An empty opened foil and a suture piece was also returned for analysis. During the visual inspection of the sample, body fluids and several marks that appears to be by the use of a surgical instrument could be observed. In addition, the ends of the suture were cut and the other section was not sent for analysis. The suture piece was measured for length on a calibrated scale and found to be out of the requirements for code 60¿ long due to the suture was cut. The sample was tested by knot tensile strength and the result was above the minimum individual strength requirement for product. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: did the suture break in the middle? Yes it started in the middle and went towards the needle. Did the suture fray? Yes and it broke up in the different layers. If suture broke, when did the suture break? During use on patient. While in the package - yes when they put it out of the blister they saw little fringes but they put it away with the compress. During the procedure it came back and they have they fringes in the gloves.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the suture spliced. The suture broke during use on patient. The breakage started in the middle and went towards the needle . The procedure was finished with a new product. No delay or harm to patient.